Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and not returned to the manufacturer for analysis. Additionally, procedural images were not provided; therefore, the reported event cannot be confirmed. The instructions for use identifies in-stent thrombosis as a potential complication associated with use of the device.

Event description:
It was reported that after a fred stent was implanted to treat an aneurysm, poor flow of contrast media in the stent and its distal vessel was observed on CT. Immediately after that, angiography was performed and in-stent thrombosis was confirmed. Percutaneous transluminal angiography was performed with a balloon catheter and recalization was achieved. The neck of the aneurysm was no longer completely covered, so the physician then embolized the aneurysm with coils. As the patient had been found to be non-responder in pru test, aspirin, clopidogrel and effient were administrated since the day before the procedure and additional effient (approximately 20mg) was administrated intranasally during the procedure. The thrombus was observed to have reduced in size, but there was some point through which contrast media could not pass and it could not be determined if this was due to an undissolved thrombus or deformation of the stent. It was suspected that the stent could possibly have been deformed based on the shape of the tantalum wire, but this is unconfirmed. It was reported that the patient's condition was "not serious" and "no issues were noted."